Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The sulu received was fully fired and the interlock was engaged. The staple pushers were noted to be subflesh over the entire reload and the surface had several cracks. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the reported condition may be due to use in tissue thicker than indicated. This may cause subflesh staple pushers and cracks in the cartridge. The IFU states that if the tissue cannot comfortably compress to the minimum requirement, the tissue may be too thick or too thin for the selected staple size. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic partial resectioning of the small intestine. On the first firing for the s ide-to-side anastomosis at the closure of the stoma, the surgeon fired the device but the intestinal fluid leaked from the staple line. To complete the procedure, the surgeon manually sutured the staple line. No patient injury or extension in surgical time greater than 30 minutes. There was oozing bleeding as a result of the product problem. Patient status is no problem.